Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735799, serial/lot #:(B)(6) h3, h6) the system was serviced in the field and hardware parts were replaced. Codes b01, c19, and d15 are applicable. H3, h6) the product ID: 9735799, serial/lot #:(B)(6) returned to the manufacturer and analysis confirmed the reported event. The legacy checkpoint was tested and initially failed configuration validation on the test network configuration station but passed tests for wide-area network (wan), "dmz", and local-area network (lan) connectivity which included a ping test. The checkpoint was then factory reset and reconfigured and passed validation. Codes b01, c10, and d02 are applicable to this returned product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while at site replacing ups and battery, the medtronic representative (rep) found that the system would not fully shut down. This happened intermittently. The blue light around the power button stayed illuminated and the monitor displayed "no video detected." The rep noted this was happening for some time and prior to the parts replacement. No patient was present. Troubleshooting information was provided. Technical services (ts) and the rep walked through the following: self-test: displayed normal; unplugged from wall power: battery held charge as expected; moved wall outlets; hard shut down and waited a few minutes; bypassed battery connection on ups. All of the above, the complaint would intermittently appear. They unplugged the connection from the router to the ups and computer, then used a s pare ethernet cable directly from the computer to ups and were successfully able to shut down fully each time. The probable cause was suspected to be the router. 2024-jun-05 update: additional information was received. The rep called back in to troubleshoot while replacing router. Upon initially replacing the router, the issue was still occurring. Ts had the rep bypass router both with yellow ethernet cable (ups to router typically) and with green ethernet cable (router to cpu typically). Both allowed the system to properly shut down confirming both cables functioned as intended. Ts had the rep re-connect router and original cables and the system shut down properly. Ts informed rep it was probably initially not working as they were powering on/off the system too quick and not allowing communication to establish within system upon bootup.